Event description:
It was reported that the pt experienced a shocking/jolting sensation during certain positional changes it was also reported that the pt usually did not feel stimulation, so when she turned up the stimulation high enough to feel it, when she would move the stimulation caused her "legs to go flying" and "she throws or drops her remote that is in her hand". The pt fell two years ago but everything was working fine until recently. The pt was not using her stimulator at the time of this report.